Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, stent damage occurred. This 20mm x 3.00 veriflex (mr) bare metal stent was removed from the package and the stent was noticed to be damaged. The stent appeared to have crimped up. The device did not contact the patient. The procedure was continued with another of the same veriflex stent balloon device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: visual examination of the returned device found that the stent was positioned distally on balloon. As a result, the proximal edge of the stent was positioned 10mm distal to the distal edge of the proximal markerband. The stent was bunched approximately 4mm distal to its proximal edge. It is noted that this damage to the stent could not have been present at the manufacturing site as it would not have been possible to position a stent protector over the profile of the returned damaged stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking for a percutaneous coronary intervention procedure, stent damage occurred. This 20mm x 3.00 veriflex (mr) bare metal stent was removed from the package and the stent was noticed to be damaged. The stent appeared to have crimped up. The device did not contact the patient. The procedure was continued with another of the same veriflex stent balloon device. No patient complications were reported.